Manufacturer narrative:
The customer reported that the system changed modes on its own during a procedure. The customer used the touch screen to complete the surgery. There was no patient harm. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss walked the customer through steps and determined the cause of the reported event was attributed to the non-conforming footswitch, which had an intermittent right toggle switch function. The customer ordered a replacement footswitch. The tss checked back with the customer for several cases using the new footswitch and confirmed that the reported event did not recur. The facility did not request service. The system was manufactured on april 29, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The footswitch was manufactured on april 27, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that a system changed modes on its own during a procedure. The procedure was completed. There was no patient harm.